Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a bad battery alarm and a button error alarm. Her blood glucose at the time of incident exceeded 400 mg/dl. Troubleshooting was initiated for the button error alarm. The customer confirmed that the pump had been dropped in the past. She also mentioned damage to the battery cap as well. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.